Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that cracked plastic piece. Plastic piece at end that connects to IV tubing is cracking during infusion, blood goes everywhere.

Manufacturer narrative:
The customer reported the plastic piece was cracked, and returned photos of the sample, of material dyndtc5081, lot 23105537. Upon initial visual examination, the set verified the complaint of component damage, and the female luer was cracked. There are no physical samples available for investigation. The root cause of the failure cannot be determined without a replicated failure investigation. A device history record review for material# dyndtc5081 and lot# 23105537 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.